Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachy lead was found to have fractured. The pacing and sensing appeared normal. The lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information obtained from the field representative indicated that the lead fracture could not be totally ruled out nor confirmed through x¿ray.